Event description:
The customer reports that the spring wire guide was kinked prior to patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one swg in the advancer tubing along with the straightener tube and end cap for evaluation. There was no evidence of use on the returned sample. Visual examination of the returned swg confirmed the guide wire was kinked at two locations along its body. During normal assembly, the kinked portions of the guide would have been located inside the straightener tube and advancer tubing assembly, protecting it from damage. No damage was noted on the tube assembly or the straightener tube. The distal j-bend was intact. Both welds appeared spherical, fully formed and intact. The kink is located 557mm from the proximal tip of the guidewire. The overall length of the guide wire measured 602mm, which is within specifications of 596mm - 604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.800mm, which is within the specification limits of 0.788mm -0.826mm per the guide wire product drawing. The returned guide wire was advanced through a lab inventory ars syringe and 18 ga needle with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with the kit includes the following warnings, cautions and instructions for the user: "do not use if package is damaged." "Do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Do not apply undue force on guidewire to reduce risk of possible breakage." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Clinicians must be aware of potential entrapment of the guidewire by an implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. The returned guide wire was kinked. The swg passed all relevant dimensional and functional inspection. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal packaging, the portions of the guide wire that kinked would have been located inside the straightener tube and protective tube assembly, protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the spring wire guide was kinked prior to patient use.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the spring wire guide was kinked prior to patient use.